Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported two er320 misfired and the clips would not close properly. Another er320 was opened and the procedure was completed. The sales rep is returning only one device back because the hospital did not save the other device. There was no consequence to the patient.